Manufacturer narrative:
The technician found the stiffener plate damaged and the brake and brake/steer casters damaged due to over adjustment. The technician replaced the stiffener plate and the brake and brake/steer casters to repair the bed.

Event description:
Information received indicates the brake will not hold.